Event description:
Boston scientific received information that a red alert was received for this system due to shocking impedance measurements less than 20 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. The patient was not brought in for testing and the physician will continue to monitor this patient. This product issue will be updated if additional information is received.